Event description:
The pt reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. Programming changes were made, and external equipment has been exchanged. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.